Event description:
The account alleged the brake casters swivel after the brake is set. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.